Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) system received a shock while sitting on the toilet. The physician attempted to reproduce the event upon isometric manipulations, however, this was not possible. The device remains programmed to the primary vector as the other vectors are not adequate. The patient will continue to be monitored. The s-ICD system remains in service. No additional adverse patient effects were reported.

Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) system received a shock while sitting on the toilet. The physician attempted to reproduce the event upon isometric manipulations, however, this was not possible. The device remains programmed to the primary vector as the other vectors are not adequate. The patient will continue to be monitored. Additional information provided indicates the patient was admitted to the hospital because another inappropriate shock. The patient noted to have lost 20 kilograms since the device implant. Upon device manipulation maneuvers, the same artifact is unable to be reproduced, however, there are a lot of noises when the device moves. It was discussed with technical services (ts) that the shock was delivered due to t-wave and noise oversensing. The noise is compatible with myopotentials and ts recommended programming to gain 2x, and the x-ray does not indicate any electrode or device displacement. The patient will be discharged and monitored using latitude. The s-ICD system remains in service. No additional adverse patient effects were reported.